Event description:
Information received indicates the bed exit function is not working. The system will set but will not alarm.

Manufacturer narrative:
The technician replaced the tape switches to repair the bed.